Manufacturer narrative:
The event occurred in USA during patient treatment. The indication for the patient's treatment was cardiogenic shock. It was reported that during patient treatment with an hls set, the involved cardiohelp device was reading erratic readings. The arterial bubble detection could not be cancelled or be reset. The pump stopped because of the detection of a bubble. The involved cardiohelp device was replaced. No harm to any person has been reported. As there was air in the system during patient treatment, the event can result in a risk for harm of any person, a report is required. The affected cardiohelp device was investigated within complaint #(B)(4) and was reported under mfg# 8010762-2025-0000408. The cardiohelp device was investigated by a getinge field service technician (fst) on 2025-09-02. The reported failure "arterial bubble sensor" could be confirmed within the logfiles but could not be replicated. The cardiohelp was found to be working as intended. The getinge sales and service unit (ssu) confirmed, that according to the customer the lot number of the hls set is not known, and that the product is also not available for investigation. Thus, the exact root cause remains unknown. However, a medical consultation was performed by getinge medical affairs on (B)(6) 2025 with the following result: "according to the complaint narrative, service report, and log file data, the incident involved a patient on ECMO support for cardiogenic shock during transport. It was reported that the cardiohelp system exhibited erratic readings. Review of the log file data shows that the system recorded multiple arterial bubble alarms as well as several ¿no flow signal¿ entries. The arterial bubble alarm could not be cancelled or reset, leading the clinical team to exchange the device. No visible air could be identified in the circuit by the customer, and no patient harm occurred. Post-event service evaluation confirmed that the device was fully functional, and no malfunction could be reproduced. Possible root cause(s): - use error: the customer stated that the inability to cancel/reset the arterial bubble alarm was due to use error. This aligns with the log file pattern and the device¿s safety behavior. The IFU states following within chapter 6.2.4 bubble monitoring about bubble alarm/ intervention and handling: this function monitors the occurrence of bubbles. For this purpose, you can activate the intervention. Intervention activated: ¿ when a bubble is detected on the arterial flow/bubble sensor, the cardiohelp-I generates a high-priority alarm and stops the pump. To restart the pump and end the alarm, you must reset the bubble alarm. ¿ when a bubble is detected on the venous bubble sensor, the cardiohelp-I generates a high-priority alarm and backflow prevention is activated. To deactivate backflow prevention again, to restart the pump and to end the alarm, you must reset the bubble alarm. Intervention deactivated: when a bubble is detected, the cardiohelp-I generates a low-priority alarm. To stop the alarm, you must reset the bubble alarm. Warning! With an activated intervention, the detection of bubbles by the flow/bubble sensor triggers a pump stop and detection by the venous bubble sensor triggers backflow prevention or a pump stop. Microbubbles less than or equal to 5 mm can also cause the pump to stop or trigger backflow prevention. The measurement of a flow/bubble sensor or optional bubble sensor which is not fitted or not fitted on the appropriate tube is interpreted as "arterial bubble detected" or "venous bubble detected" and triggers the corresponding alarms and interventions. The pump increases the revolutions to the value last set if the user actively resets the bubble alarm. During the intervention, the blood flow will be interrupted and supply to the patient will cease. During a pump stop, retrograde blood flow may occur. Ensure that trained medical personnel are always present and able to respond to a bubble alarm immediately, remove the cause and reset the bubble alarm. - the intervention cannot be activated during a bubble alarm. Transport-related mechanical factors: the incident occurred during patient transport, a setting prone to cable strain, vibration, and tubing movement. The IFU warns within chapter 2.3 intra- and inter-hospital patient transportation, that large movements or strain on the tubing can affect bubble sensor function: warning! If the patient is repositioned or transported, there is a risk of decannulation and mechanical damage caused by strain on the tubing or knocks. The greatest care should therefore be exercised when carrying out these measures. - take care in confined spaces, such as doorways and elevators. Do not allow tubes or cables to hang down. Ensure that there is no strain on tubes or cables. - avoid mechanical impacts and knocks. Avoid kinking tubes or cables. Do not drop any of the components. No device malfunction: service testing after the event verified that the unit passed all functional and safety tests and that no malfunction could be reproduced. This supports operational error or handling factors as the most likely contributors and aligns with the customers statement. Potential risk to patient relative to this complaint: even though no harm occurred in this case, the following risks are inherent when arterial bubble alarms cannot be cleared or when sensors are disconnected: interruption of blood flow / pump stop: per IFU, bubble detection triggers a pump stop, interrupting blood flow and potentially compromising patient perfusion. Hemodynamic instability during ECMO support: an unresolved bubble alarm can delay restoring normal pump operation, risking insufficient circulatory support. Risk of backflow: the IFU notes that backflow may occur while the pump is stopped. This could theoretically introduce retrograde blood movement into the patient or circuit. Risk of actual air embolism (theoretical): although no air was reported during the incident, a bubble alarm indicates a potential safety threat. Failure to identify and remove air could pose a risk of arterial air embolism." According to the instruction of use of the hls set it is mentioned that incorrect positioning of the cardiohelp can cause air permeation on the blood side of the hls module advanced. The cardiohelp must be positioned at a lever lower that the patient and secured close to the patient. The flow/bubble sensor must always be affixed on the arterial side of the set if you are using the cardiohelp-I. With an activated intervention, the detection of bubbles by the flow/bubblesensor triggers a pump stop. No device history review could be performed as the lot number of the hls set was not available. The reported failure could be confirmed within the cardiohelp logfiles, but was not reproducible on the cardiohelp. Further the customer confirmed that there was no malfunction regarding the involved hls set. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue, and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since the lot number of the affected set was not provided. Therefore, it is not possible to identify the set lot number of the device in question and therefore its UDI number.

Event description:
Complaint ID# (B)(4).

Event description:
The event occurred in USA. It was reported that during patient treatment with an hls set, the involved cardiohelp device was reading erratic readings. The arterial bubble detection could not be cancelled or be reset. The pump stopped because of the detection of a bubble, the cardiohelp device was replaced. The affected cardiohelp device will be investigated within complaint # (B)(4). No harm to any person has been reported. As there was air in the system during patient treatment, the event can result in a risk for harm of any person, a report is required. Complaint ID (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since the lot number of the affected set was not provided. Therefore, it is not possible to identify the set lot number of the device in question and therefore its UDI number.